Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a (B)(6) year old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included folic acid from 2009 to 2019, intrauterine contraceptive device (iud nos) from 1998 to 2008, metformin hydrochloride (medformin) from 2016 to 2019 and methotrexate from 2009 to 2019. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2009, the patient experienced sarcoidosis ("type of autoimmune diagnosed- sarcoidosis"), 3 months after insertion of essure. On (B)(6) 2012, the patient experienced genital haemorrhage ("general abnormal bleeding"), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), rash ("rash"), skin disorder ("skin condition"), fatigue ("fatigue"), alopecia ("hair loss") and migraine ("migraine"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain/ lower back pain"), cystitis ("bladder infection") and headache ("headaches"). The patient was treated with surgery (surgery to remove essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, sarcoidosis, dysmenorrhoea, abdominal pain, back pain, dyspareunia, rash, skin disorder, cystitis, fatigue, alopecia, migraine and headache outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, cystitis, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, migraine, pelvic pain, rash, sarcoidosis and skin disorder to be related to essure. The reporter commented: patient received treatment for sarcoidosis, bladder infection plaintiff currently planning for removal. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2008: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: case was updated non serious to serious, reporter information added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.